Event description:
On 4/9/2024, it was reported by a sales representative via phone that either an ar-8991 fibertak dx suture anchor or an ar-1788j-cp internalbrace implant system had an issue. During a brostrom procedure on (B)(6) 2023, the guidewire broke inside the patient and could not be removed from the patient. The sales representative who had attended the case in 2023 no longer worked for the agency and had previously not reported the case. The surgeon had now contacted the sales representative via phone to report the case and inform him that the patient was suing the surgeon. The surgeon did not confirm which of the two devices broke, how the case was completed, if the case was completed successfully, if there was a case delay, if additional anesthesia was administered, and if there was any adverse effect to the patient. This occurred during use. Additional information has been requested, but the sales representative asked to contact the surgeon directly via phone for further information.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.